Event description:
The hcp reported that pt was experiencing a loss of clinical effect. A catheter access study and rotor study were done that demonstrated the rotor appeared to be stalled. The pump was explanted and replaced and returned to the manufacturer for analysis. The pt is reported to be doing well. A follow-up report will be sent when additional info is received.